Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer found that the auxiliary half height drawer 2.1 all cubies were off. Fse powered off the device and reseated the row board cable and retractor cable on both drawer 21 and 2.2. When the device powered on, auxiliary half-height drawer 4.1 row b was off bus. Tech removed all cubies, pockets, and trays, found no debris, and reseated the row board cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 had failed and cubies were not detected on the bus and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.